Event description:
It was reported that bd alaris smartsite pump infusion set had flow issuesthe following information was received by the initial reporter with the following verbatimit was reported by customer that the infusion was initiated on dayshift at 50ml/hr, but after approximately three hours, the nurse observed that around 700ml had already infused- significantly more than expected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues and an over infusion could not be verified due to the product not being returned for failure investigation. Samples were retained at the hospital, but were not able to be released per the customer's risk management authority. The root cause of this failure could not be identified without a failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint.